Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: photos forwarded by the anticancer laboratory who found a hair glued to their syringe.

Manufacturer narrative:
H.6. Investigation: three photos were provided to our quality team for investigation. Upon visually inspecting the photos, a hair was observed inside the syringe. A device history review was performed for the reported lot 2004309, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: three photos were provided to our quality team for investigation. Upon visually inspecting the photos, a hair was observed inside the syringe. A device history review was performed for the reported lot 2004309, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Investigation conclusion: complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. Root cause description: while we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. Rationale: no CAPA is opened since quality (B)(4) is open to reduce this foreign matter in this product.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: photos forwarded by the anticancer laboratory who found a hair glued to their syringe.